Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a physician from (B)(6) of break in aseptic technique and bacterial peritonitis with culture (B)(6) for (B)(6) in a patient coincident with dianeal 2.5% and extraneal 7.5% therapies. On an unreported date, the patient began treatment with dianeal-n pd-4 2.5 (twice daily, dose and lot number not reported) and extraneal therapy (once daily, dose and lot number not reported) intraperitoneally (ip) for renal failure chronic. Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the consumer contacted baxter (B)(4) customer service center and reported the following. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for unknown reason. Treatment was not reported. The outcome for the events wasn't initially reported. Further information was received from a physician, which medically confirmed this report. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient began treatment with cefamezin (dose and frequency not reported) ip for peritonitis. The physician stated that the peritonitis was due to an infectious etiology and a break in aseptic technique during the peritoneal dialysis procedure. On an unreported date the patient recovered from the event of peritonitis. It was not reported at the time if the patient had been retrained.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore 510k number are unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.